Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's nurse reported customer's insulin pump is alarming and he has low blood glucose. Customer's nurse stated that customer's body produces too much insulin and he takes medication to prevent that. Currently, customer is not taking that medication. Customer's blood glucose was 31 mg/dl. He treated with juice. The device history showed three separate alarms. Customer also reported a no delivery alarm. A temporary basal was not programmed before the alarms. The device was not stored for a long period of time. A bolus was programmed and it was recorded in the bolus history. Customer was advised the device experienced an unexpected restart. He was advised of the possible causes of no delivery alarms. Customer is returning the device. Nothing further reported.

Manufacturer narrative:
Insulin pump passed self test, unexpected restart error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. No alarms or excessive no delivery alarms noted. Insulin pump received with several alarms in alarm history due to corrupted history files. Insulin pump also received with scratches around casing.